Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The blood glucose level at the time of the incident was 458 mg/dl. The customer stated their blood glucose level was going up and up. The customer stated that the insulin pump received a motor error alarm and when they tried to rewind, it went away. The insulin pump will not be returned for analysis.